Event description:
Subsequent to the initial report, additional information was received. The device did not meet any resistance during advancement or during removal. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Based on the additional information received, there were no specific reported device malfunctions or patient effects associated or reported with the device. Therefore, no qe investigation is required. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid circumflex artery. A 190 cm whisper guide wire was used; however, it met resistance with a previously implanted stent during advancement and removal. The guide wire was then removed as a single unit without further issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.